Manufacturer narrative:
Manufacturer's investigation conclusion: a correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had a sternal, driveline, and chest infection. The patient's heartmate 3, cardiac contractility modulator (ccm), and implantable cardioverter-defibrillator (ICD) were explanted due to the infection. A centrimag was placed.

Event description:
It was additionally reported that during the operation significant infection and hematoma around the pump and apical cuff was identified and cultures were obtained, which were identified to be bacteremia. Immediately after the lvad was explanted, the centrimag was placed. Following this the ICD was explanted and the ccm was explanted shortly after. At this point deterioration of right ventricular function was identified and significant coagulopathy was observed. The patient required multiple transfusions of blood products. The patient's function continued to deteriorate, and it was decided to convert to veno-arterial extracorporeal membrane oxygenation (ECMO) using femoral cannulas that were already placed for bypass. After the culmination of the surgery the patient was taken to the intensive care unit (ICU) in critical condition requiring multiple transfusions. It was reported that the patient passed away on (B)(6) 2024. Related manufacturer reference number: 3003306248-2024-00422 (centrimag)

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.